Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in spain, during a case involving a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, at the time of implantation, the balloon burst before reaching the nominal value of inflation (approximately 2-3cc before the balloon was filled), leading to significant paravalvular insufficiency that required post-dilation. Post-dilation was performed with another 25cc balloon and the valve then embolized into the aorta, being left implanted in the ascending aorta. Next, a 29mm sapien 3 valve was implanted without incident. The patient was hemodynamically stable and pending discharge.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the following: deployed valve appeared almost fully into aorta position. Deployed valve appeared not fully expanded with waist due to inflation balloon burst during valve deployment. The complaint for valve embolization into aorta was unable to be confirmed as no relevant imagery provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "at the time of implantation, the balloon burst before reaching the nominal value of inflation (approximately 2-3cc before the balloon was completely filled) leading to significant paravalvular insufficiency that required post-dilation. Post-dilation was performed with another 25cc balloon and the valve then embolized into the aorta, being left implanted in the ascending aorta". In this case, the valve was under deployed and almost fully into aorta as the balloon burst during valve deployment, so the deployed valve was unlikely adequately secure to the target site. With additional of post-dilation manipulation, it could lead to deployed valve dislodged from the target site, and embolized into the aorta as reported. As such, available information suggests that procedure factors (inflation balloon burst during valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.